Event description:
A customer reported, the adc freestyle libre 2 sensor tip remained in the skin. The customer had contact with a healthcare professional who removed the sensor tip, during sensor replacement. And no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Section d4: (expiration date), and section h4: (device mfg date) were updated, based on extended investigation. Section g1 (contact office first name, contact office last name, contact office phone number and contact office email) have been updated from erica frank, +510-424-2454, erica.frank@abbott.com to audra fuentes, +1 510-749-5297, audra.fuentes@abbott.com. Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed. The sensor plug was not properly seated in the mount (indicating improper assembly by user). Visual inspection of the sensor plug was performed, and no issues were observed. Visual inspection of the sensor pack revealed, damaged transition features. However, no further physical investigation was able to be performed, due to the applicator not being returned. Extended investigation was also performed for the reported complaint. And there was no indication that the product did not meet specification. Dhrs for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the applicator is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted. Upon investigation of returned product, it was determined, that the serial number reported by the customer was incorrect. Therefore, section d4: (serial no) was updated from (B)(6) to (B)(6). And a device history record review was added to the physical product investigation.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and libre sensor, and there were no adverse trends that indicate any product related issues. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. If product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre 2 sensor tip remained in the skin. The customer had contact with a healthcare professional who removed the sensor tip during sensor replacement, and no further treatment was reported. There was no report of death or permanent injury associated with this event.